Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a right colectomy being performed, patient ended up with leak at anastomosis; surgeon brought patient back and re-did anastomosis.